Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024 patient reported that occlusion in the tubing event occurred. Blood glucose level exceeded by 500 mg/dl no further information was available.